Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The customer has been supplied with instructions for proper use of the pump with regard to preventing 'false upstream occlusion' alarms.

Event description:
It was reported that a spectrum alarmed for 'false upstream occlusion.' It was also reported that there was no pt involvement.